Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis was received for evaluation without any ancillary devices or cine images from the procedure. The trellis odu was returned in its transportation tray packed within its shelf carton, the on/off switch was in the off position. The trellis dispersion wire was wound up on its self. The trellis manifold was returned on top of the transportation tray within the trellis shelf carton. The trellis catheter was examined: no abnormality or deformity was noted. The balloon chambers were examined with the aid of microscope: no abnormality or deformity was noted. The balloon chamber material was in a pre-inflation profile: tight against the catheter. A 10cc water filled syringe was attached to the proximal balloon luer lock and the proximal balloon inflated with ease. The proximal balloon was able to maintain its size when the stopcock was closed. No leaks in the proximal balloon or proximal balloon inflation lumen were noted. A 10cc water filled syringe was attached to the distal balloon luer lock and pressurized: a leak was noted were the manifold joins the multilumen catheter. Under magnification the leak was noted in the manifold to catheter silicon bond.

Event description:
This procedure was performed in (B)(6). Customer reports that the trellis balloons would not fill and were leaking.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.